Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connection became unscrewed on multiple occasions. The user's blood glucose (bg) level was elevated with trace ketones; however, the exact bg value was not provided. Reportedly, the user changed all the supplies and resumed insulin delivery. The user addressed bg level with a correction via the pump.